Manufacturer narrative:
The hardware investigation found that the reported event was related to an electrical issue with the suction. The suction was connected to a port on a test system. The software displayed red status tracking with poor signal. The em interface showed that all three coils were open. This issue was documented in a medtronic navigation hardware anomaly tracking database. The device was replaced to resolve the issue.

Event description:
A medtronic representative reported that during a transsphenoidal resection, the doctor was having difficulty tracking their medium standard malleable suction. It eventually stopped tracking completely. All other instruments tracked with no issue. They opened a new suction and the issue was resolved. There was no impact to patient outcome and no delay.